Event description:
Anastomosis was at 15cm. Case was a sigmoid colectomy. Patient presented with abdominal pain morning of post operative day 5 in 2008. Patient taken back to surgery in the afternoon. A small pinhole leak was observed at the anterior lateral area. The surgical decision was made to redo the anastomosis at that time, using traditional method eea. The patient is doing well at this time.

Manufacturer narrative:
No correction or remedial actions - leaks are common anticipated adverse events in this kind of procedure.